Manufacturer narrative:
Analysis of the instrument data revealed no anomalies in the sta liquid anti-xa tests in question. The qcs were within the expected ranges before and after the results according to the customer, no other inconsistent heparin results below 0.1 iu/ml were recorded on the same day. The sample and reagent pipetting heights were correct, and the sample level detections and hil results were consistent. No issues were observed with the samples being drawn from the reagent bottles. No other anomalies were detected in the instrument files. However, these investigations did not explain why these two samples from the same patient were repeatedly measured at <0.10 iu/ml on fresh samples, yet at 0.42 and 0.28 iu/ml on frozen samples. An intervention took place on 24 july 2025, during which several spare parts were replaced due to an issue with the fluidic system. However, there is no clear link between this issue and the replaced parts. Conclusion: analysis of the instrument files and local intervention were unable to conclusively determine the root cause of these patient result. As the system performed as expected and the customer reported no patient consequences, stago has concluded its investigation into this matter, considers this to be an isolated incident and will take no further action. Stago reference : (B)(4). This report is submitted by the manufacturer.

Event description:
A patient who had been receiving heparin since 18:00 on (B)(6) 2025 had a ufh (sta liquid anti-xa) test performed on (B)(6) 2025. Result of < 0.10 (raw data 0.06) iu/ml was inconsistent with the results of other laboratory tests and the ufh treatment. The test was repeated, yielding same result of < 0.10 (raw data 0.07) iu/ml. A second sample was taken and yielded a similar result to the first, at <0.1 (raw data 0.07) iu/ml. Both samples were frozen and tested again on (B)(6) 2025, yielding ufh (sta liquid anti-xa) results of 0.42 and 0.28 iu/ml respectively. These tests were performed on the cap piercing star max 230v instrument serial number (B)(6). The client stated that the patient had been receiving ufh for several days, with a prolonged aptt and an anti-xa level within the therapeutic range. In the problematic samples, the aptt remained prolonged, but the ratio had shortened below the therapeutic range. However, it did not normalize completely, indicating that a significant amount of ufh was present in the sample tube. The client relied on the aptt (and tt) results to manage the patient's treatment and increase the ufh dosage. The change in treatment did not result in any serious injury, illness or death.